Manufacturer narrative:
The device was returned for analysis. Visual and microscope inspections revealed the imaging window was twisted. Functional inspection revealed that the catheter flushed normally when the imaging core was fully retracted and fully advanced. Image characterization testing showed a poor image appeared in the ilab system. Based on the evidence, the as reported code of image lost cannot be confirmed.

Event description:
Reportable based on device analysis completed on (B)(6) 2024. It was reported that visualization issues occurred. The 75% stenosed target lesion was located in moderately tortuous and severely calcified superficial femoral artery. An opticross 18 catheter was used for ultrasound examination of the target lesion. During the procedure, a lost image occurred. The procedure was completed with another of the same device. No patient complications were reported, and the patient condition was stable. However, device analysis revealed the imaging window twisted.